Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the right atrial lead exhibited noise, which caused inappropriate automatic mode switch. All other electrical measurements were normal. No intervention was performed. No further information was available.